Manufacturer narrative:
The complaint of lead migration can not be confirmed via laboratory testing.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2016-01510.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2: reference MFR. Report# 1627487-2016-01510. It was reported the patient's one of the two scs lead was migrated. Surgical intervention was taken where the alleged lead was explanted and replaced. It is unknown which lead is related to the allegation. Therefore, both the leads are being reported.